Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, a part of the stent strut got lifted. There were no fragments left in the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries were reported.